Event description:
Adverse event(s): "unexpected post op surprise" (postoperative refraction, unexpected). Product problem(s); "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, the technician for the surgeon reported that the patient has since improved and there are no secondary procedures planned. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/05/2010 and 03/12/2010 by phone, fax, and mail. Medical records were received on 03/03/2010. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).